Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 322 mg/dl. The customer connected the pump to a power source and a malfunction alarm occurred. Reportedly, the pump may have shut off due to normal battery depletion, however this was unable to be verified by tandem technical support due to the malfunction event. Reportedly, the customer had manual injections available as alternate insulin therapy.